Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 8f sheath after an iliac artery angioplasty. Reportedly, the first proglide device used had an unknown device failure. Reportedly, with the second proglide device it was not possible to push down the lever to close the foot. Withdrawal of the proglide device was not possible. Surgery was done to remove the device from patient anatomy and close the vessel with good final outcome for patient. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the filing of the initial medwatch report, additional information was received: reportedly, the first proglide device had a probable cuff miss as no sutures appeared. The device was withdrawn from the patient anatomy with no resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second proglide device referenced, is filed under a separate medwatch MFR number.